Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: a review of the black box showed the pump was running on the incorrect year of 2007 from (B)(6) 2017 when a manual date change was made. The pump history showed an auto off alarm. Followed by a zero unit basal rate. On (B)(6) 2017 a manual date/time change was made to (B)(6) 2017. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a 2 unit per hour basal rate. At the end of testing the basal history showed a two unit basal rate, and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no defects found. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The history settings complaint was unable to be duplicated during the investigation. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose around 500mg/dl with an alleged time and date reset issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the patient was in rehab to build strength in their legs. During this time, the battery was out of the pump for more than 24 hours and the time and date was not reset correctly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.